Manufacturer narrative:
(B)(4). Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was later reported that the patient went for first follow up appointment after generator replacement and diagnostics were within normal limits. At the second follow up appointment, the patient reported infection at generator site and diagnostics showed high impedance of unknown value. The patient later had their vns generator explanted due to infection. Provider reported that the cause of infection was vns surgery. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. Device evaluation is not necessary because the reported event has been determined to be related to the implant procedure. No other known relevant surgical intervention has occurred to date. No other relevant information has been received to date. This MDR houses the report of infection and explant for patient's generator. MFR ref #1644487-2022-00558 houses the report of high impedance on the patient's lead.

Event description:
It was later reported that the patient has had multiple infections to include staph which resulted in hospitalization. The patient's boyfriend later reported that the patient¿s leads are hanging out and causing her pain. Surgeon later reported that the patient's lead was extruding. The cause of extrusion was infection. The battery was removed due to infection but wires not removed. No additional known relevant surgical intervention has occurred to date. No other relevant information has been received to date.